Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Consumer complaint of lo blood glucose test results. Expected fasting blood glucose test result range is 80 to 90 mg/dl. Customer feels well and did not report any symptoms. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Back to back blood test performed non-fasting during call on (B)(6) 2015 produced results of 52 mg/dl and 85 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 06/17/2017 and open vial date is (B)(6) 2015. Recall test results performed from meter memory (date / time not set): (B)(4). Adverse event not reported.